Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the rotor cover was removed, collimator was inspected, test cycled and verified position read back. System was rebooted multiple times however the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that the imaging system was displaying a collimator error repeatedly. The system needs to be rebooted to clear the error. There was no patient present when this issue was identified.